Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted. A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.

Event description:
Information was received that a revision procedure was performed due to the rod not distracting. During the removal procedure there was metal debris noted at the superior aspect of the lengthening segment.